Event description:
Report rec'd of an overdelivery. The pump was programmed to deliver an unspecified concentration of interleukin in 100ml via a peripheral IV cannula at a rate of 13ml/hr. Approx two hours later, the nurse returned to the pt's room and found the "bottle was empty." The device display indicated that 23ml was delivered. There were no adverse pt effects and no medical interventions were required. The pump was removed from clinical service and therapy was resumed using a replacement device. Though requested, no add'l info was provided.